Event description:
It was reported on (B)(6) 2025, that vibration was noticed on a selenia dimensions mammography systems, 3d. A filed engineer was dispatched to examine the equipment and found loose hardware within the system. The field engineer removed each screw, applied lock tight and tested the equipment to ensure proper functionality in accordance with manufacturer specifications. No patient or user injury was reported.